Event description:
It was reported that the patient was not getting relief with the stimulator. The patient underwent an explant procedure. All device components were removed and were kept by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108482/7108565.